Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was able to verify reported issue. Upon visual inspection the service technician discovered burn pins on power flex. The service technician replaced power flex and pigtail adapter.

Event description:
The customer reported model palmtop ventilator revel has a damaged pigtail. The customer ripped off pigtail intentionally prior to the ventilator going out into service. The ventilator was not connected to a patient at time of incident. Therefore, there are no allegations of patient injury or harm. It was later discovered in service that the power flex adapter was burned.